Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31 jan 2023. The medical event associated with this complaint occurred on (B)(6) 2023 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. The operating system is unknown so the PMA/510(k) number populated is for ios. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "check again in 10 minutes" message from the adc device. The customer indicated they required third-party intervention, however, no additional details were provided regarding this event, and attempts to gather information have been unsuccessful. There was no report of death or permanent impairment associated with this event.